Event description:
Event reported to MFR per copy of letter to FDA re: adverse event occurring after removal of one system of stn deep brain stimulation. Hcp reported that the left deep brain stimulator was removed secondary to infection in 2001. Repeated requests for add'l info about this event have been unanswered. A supplemental medwatch report will be filed if add'l info becomes available. The device system implanted in the right deep brain remains implanted. Hcp detailed medication dosages for sinemet and requip given to control termors. Pt suffered dyskinesias on their left side requiring hospitalization. Dosages adjusted to less medication and condition improved. The "worsening dyskinesias requiring hospitalization most likely due to medication dose increases".